Event description:
Caller reported that a malfunction occurred on the pump, identified with the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.